Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump experienced malfunction alarm coded as malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset with assistance, and confirmed malfunction did not recur after reset, and customer was advised to continue using pump and to call back if issue returned.